Event description:
It was reported that the user contacted support regarding navigation and disclosed injecting additional subcutaneous insulin by pen at mealtimes without disconnecting from the ilet, contrary to training, in an effort to prevent post-meal hyperglycemia; troubleshooting and education were provided and there were no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper procedure or incorrect method; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.